Event description:
It is reported that a piece of the femoral impactor broke during use. The surgeon began closure of the first wound layer while awaiting an x-ray to find missing piece. The pt was reopened to retrieve the broken piece.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: two pri femoral inserter/extractor devices were returned for eval. The replacement jaw assembly attached to lot number: 61637191 appears to have fractured at the narrowest part of the clip near the hole that mates with the end of the spring pin subcomponent. It also appears, however, that the assembly was attached incorrectly. The assembly is oriented upside down from the intended design. Therefore, it is possible that the assembly experienced loads that were not intended during the design of the device. The replacement jaw assembly that was returned fully disassembled appears to have fractured in two places near the clip/pin/peg junction. Overall, sem analysis suggests that it is possible the fracture may have occurred due to repeated loading. If this replacement jaw assembly was incorrectly attached similar to the previous assembly, it is possible that the repeated loading occurred in locations that were not intended to receive such loads. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.